Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited high impedance. During lead revision, the lead appeared twisted and looped with insulation anomaly. The lead was explanted and replaced successfully.